Manufacturer narrative:
Date of event: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead perforation resulting in cardiac tamponade occurred. The lead remains implanted. The patient's condition is fine after the event.